Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.0x38mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 38 x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device is a combination product. Lot number corrected from 24176478 to 23922518. Expiration date corrected from 07/17/2021 to 06/01/2021. Device manufacture date corrected from 07/18/2019 to 06/02/2019. Device evaluated by MFR.: promus premier ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent strut from the 4th strut row distally from the proximal end of the stent was lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.0x38mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 38 x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.